Event description:
The customer reported a case of descaling with patient connected. Patient was a woman. Dialysis treatment ended as treatment end time was reached. At this point, the nurse pressed rinseback key, pressed confirmed and blood pump stopped. The nurse then clamped the arterial line between the arterial clamp and the cassette. The saline bag line was left clamped. The blood pump was not activated, so the emptying key was pressed and confirmed, then the autoemptying key was pressed (patient still connected). At this point, the descale timer was counting down and patient was feeling hot and had chest pains. When the emptying icon was noticed on the screen (right upper corner) and patient still connected, the blood pump was stopped and the nurse immediately disconnected the patient from the machine. Blood in venous line seems to have been flushed with an unidentified fluid (possibly acid bath). Therefore, part of blood in bloodline was not returned (approximately 100ml). Patient was then checked by the physician. Nitro x 2 for the chest pains was administered. Patient potassium level after treatment was 7.0. Approximately 1 hour after the end of treatment, the patient was transferred to emergency, where she apparently spent the weekend. Color of blood in venous compartment of cassette was light brown and a sample of this same blood was taken and smelled acidy (no analysis of this blood was done).

Manufacturer narrative:
Patient seems now ok, no more chest pains and was dialyzed on october 23rd in the emergency area. Sequence duplicated in our laboratory. The phoenix operator's manual, section 5: "dialysis operation" warns to verify that the patient has been disconnected when the "do you confirm emptying" message is prompted displayed on the machine screen. A gambro technician inspected the machine and found it to be working within manufacturer's specifications. No problem was found.